Event description:
Event was reported to caldera medical by an attorney. The pt experienced pain, erosion, infection, urinary problems, organ perforation, recurrent urinary problems, dyspareunia, vaginal scarring. No further info has been provided.